Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the harmonic instrument hd1000i became defective during a procedure: laparoscopic total hysterectomy. A part of the active blade was discovered to be missing after the gen11 started to report errors (they do not recall the message). The operator was waiting for the instrument to be hand over to her but after the scrub nurse was dealing with the gen11 error and tried to activate the instrument, she saw that part of the blade was missing. The operating room team initially started to search for the missing part outside the patient and it was found on a scrub nurses sterile table after 2 minutes. The procedure was delayed 4-5 minutes. The procedure was continued by opening another harhd36 and was completed in the end with no further issues with the instrument and consequences to the patient. The nurse and operator said that the use of the harhd36 was normal as usual since the gyn department is a frequent user of it and are aware not to touch any hard surfaces with the blade or activate it without any tissue between the jaws. However, they also said: "we can not say that 100%, since there is always a chance that the active blade touches a part of another instrument."

Manufacturer narrative:
(B)(4), date sent: 4/11/2022, d4 batch #: v9606l. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.